Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to difficulty charging her ipg, as the battery was placed very deep, causing her pocket pain. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.